Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue, and replaced the drive valve assembly. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) gave an alarm: the system temperature is high. The user immediately stopped using the device. The device was not used on patients during the test. There was no personal injury reported.